Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 143230. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, the samples from a similar complaint were used in the investigation. One photo was provided. The photo shows a needle assembly with plastic flash at the bottom part of the plastic needle hub. Additionally, 1000 samples were received and the samples came in 10 shelf boxes of 100 each. A visual inspection was performed, the needle hub flash was confirmed. The cause for this defect could have resulted from an issue from the mold the mold and the defective sample was not detected during the molding inspections and the next processes.

Event description:
It was reported that needle vented nokor 16x1 tw had foreign matter. The following information was provided by the initial reporter: material no.: 305213 batch no.: 0143230 it was reported that there was flashing and angel hair.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle vented nokor 16x1 tw had foreign matter. The following information was provided by the initial reporter: material no.: 305213 batch no.: 0143230. It was reported that there was flashing and angel hair.